Manufacturer narrative:
Continuation of concomitant products: 693565, lead, implanted: (B)(6) 2010. 407645, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after the implant procedure, the patient developed a hematoma in the cardiac resynchronization therapy defibrillator (crt-d) pocket. A pocket revision was performed and the hematoma was evacuated. The crt-d remains in use. No further patient complications have been reported as a result of this event.